Manufacturer narrative:
A photograph was provided; however, the actual bag is not visible in the photograph. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that a single unit of an exactamix 3000 ml dual chamber eva bag was found to be leaking upon arrival at a patient's home. The leak was identified prior to use and the actual sample was discarded by the customer. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.